Event description:
Boston scientific crm received info that the pt with this newly implanted right ventricular (rv) lead was noted to have 'coded' with an allegation of loss of capture, and the pt later passed away. It was noted that there was loss of capture with the device and with temporary pacing. It was also noted that this pt had severe aortic stenosis and was in third degree heart block for several days prior to receiving their pacemaker. It was noted that this lead will not be returned. There is no add'l info available. If further info becomes available, this event will be reopened.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.